Event description:
The first is the allegation of a problem with an hp defibrillator which was repaired by the facility and returned to svc. Co has initiated an investigation of this allegation. If co decides the event is reportable under the MDR requirements, co will submit the required info to the FDA in the manner and within the timeframes specified for reporting deaths, serious injuries and malfunctions. Otherwise co will document this in files without further correspondence. The second concern, which seems to be the reason for the medwatch report from the hosp, is the allegation of a "quality issue" related to the replacement part which the hosp tried to order. The hosp had ordered a replacement "defib plug", p/n 43100-61601. At the time of their call, this part was on a shipping hold but not for reasons related to product quality.